Manufacturer narrative:
(B)(4). It was reported that the sample is not available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance of a clearlink continu-flo solution set in which a no-flow is detected when connecting a secondary set to the proximal y-site during patient use on an unknown date. The problem does not occur when the customer connects a secondary to the more distal ports on that same set. The proximal y-sites seem very sluggish when accessed with a syringe. There was no patient injury or medical intervention necessary. No additional information is available.